Event description:
During generator change, multiple shock impedances greater than 150 ohms were noted, even though trend had been normal through prior generator. Representative also noted noise on farfield channel. Generator was disconnected, and testing through psa of lead was normal. Dft was performed and shock impedance after reconnection were normal as well. Fluoroscopy images were obtained showing a potentially externalized wire, but this cannot be confirmed with one image. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.